Event description:
Upon further query, the following information was provided that indicated a hole in the tubing; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified concentration of heparin, at an unspecified rate, via a pump. After an unspecified length of time, the customer contact reported that the patient was transferred from the intensive care unit (ICU) to the catheterization laboratory for an angiogram. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the distal clave y-site of the primary tubing set for a delivery of an unspecified medication. After an unspecified length of time, the customer contact reported an unspecified volume of solution and 3 ml of blood leaked from a hole in the tubing of the primary tubing set was noted less than 10 inches distal to the pump. It was reported that the physician ordered blood cultures; however, the results were not provided. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. Though requested, no additional information was provided including, if the primary tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. During the investigation, no possible cause for the customer reported hole in the tubing were identified. The device was not returned to attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.